Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The returned elevator was evaluated for the complaint of a broken tip. Upon evaluation the tip of the instrument was found to be broken, the fragmented piece was not returned. There were no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force applied by the user. Fields were updated based on the device evaluation.

Event description:
The customer reported the elevator broke during a procedure. No adverse events were reported, however this device is subject to the two year malfunction rule.